Event description:
A report was received that the patient was not receiving adequate coverage. During the revision the physician elected to replace the entire system due to suspicion of malfunction. The physician noted that the paddle lead tails were twisted and the paddle lead was exhibiting high impedance readings. Up on removal of the paddle lead the tail of the lead broke. The patient is doing well following the revision.

Event description:
A report was received that the patient was not receiving adequate coverage. During the revision the physician elected to replace the entire system due to suspicion of malfunction. The physician noted that the paddle lead tails were twisted and the paddle lead was exhibiting high impedance readings. Up on removal of the paddle lead the tail of the lead broke. The patient is doing well following the revision.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8120-50 serial # (B)(4), description: artisan 2x8 surgical lead - 50 cm.

Manufacturer narrative:
The returned paddle lead was analyzed and the complaint was confirmed. The root cause of the event was the paddle lead was fragmented at the suture sites. The tails of the paddle were severely kinked and twisted. The wire breakage of the padddle lead in the patient's body was the source of the complaint. The returned ipg was analyzed and passed visual electronic, performance and photographic inspection tests. The device exhibits normal device characteristics.